Event description:
Coating on bed power cord had split and was covered with nursing paper tape. Staff entered room and noted smoke coming from under the bed. Pt removed immediately - no harm to pt. Maintenance checked all beds for same type of issue and found 3 more beds where the cord coating had split and was covered in nursing paper tape. Staff education provided. The 3 other beds found were the same make/model with sn ending in (B)(4).